Event description:
The customer reported cut in the interconnect cable. No injuries were reported.

Manufacturer narrative:
The ge service rep replaced interconnect cable. Tested system by numerous reboots, taking fluoro shots, saving and images. System operating as intended.